Event description:
As reported, during surgical use, the pin became lodged in the cutting block and broke off in the pin remover as well. There was no breakage of a device. Patient required prolonged hospitalization as a direct result of this issue. The sales rep was unable to obtain photos/x-rays. The device is available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
After further review of additional information received the following sections b5, d9, g3, g6, h2, h3 and h6 have been updated accordingly. B5: additional information received indicates that the pin got stuck in the block with delayed the surgery by 5 mins. No health consequence to patient. H3: based on historical complaint investigation and the returned devices, the jamming reported was likely the result applying a bending moment during insertion of the pin which resulted in contact between the pin and inner surface of the cutting block and led to galling. The fracture may have been the result of applying a bending moment to remove the pin from the cutting block after becoming jammed. The most probable root cause associated with the reported event of "broken - minor surgical delay¿ is associated with an undesired material change in shape or property caused by external forces and also associated with a partial or full-thickness crack in the device materials.